Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred during basal delivery. Customer¿s blood glucose (bg) level was 220 mg/dl. Customer delivered a manual insulin injection to address bg. System check was performed with tandem technical support and no issues were identified. Customer changed supplies to address occlusion alarms, and resumed insulin delivery.